Manufacturer narrative:
Correction: since the initial assessment, medtronic has determined that the reported event was related to electrical issue with the facility and not the malfunction of the device. This issue did not meet the FDA criteria for a reportable event. The reported issue should not have been considered a reportable event. Additional information: describe event or problem updated. Additional information: it was reported that hospital found that the plugs on that circuit in the wall were faulty and replaced them. No further issue were reported.

Event description:
The procedure was a lumbar fusion procedure and the patient was under anesthesia. Surgery was rescheduled to the following saturday.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the fuses were open and replacing the fuses resolved the issue. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device. It was reported that during a procedure before a spin the system was continuously beeping when plugged in and the line power was out. There was a delay of less than 1 hour. Surgery was rescheduled as a result of the issue.